Manufacturer narrative:
(B)(6). Bd received six (6) samples and one (1) photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that six (6) tubes contained air bubbles in the gel. There was no health impact or consequence reported.